Event description:
It was reported the pressurewire x cabled outside package and inner package were torn. Sterility was compromised, therefore the device was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported packaging damage was unable to be confirmed as there was no hole/damage visible to the returned packaging pouch as described. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, the cause for the packaging damage was related to operational context. Based on the presence of a complete perimeter on the tyvek seal and the lack of any damage to the pouch, it is likely that the opening of the pouch was caused incidentally by the user during storage (most likely premature unpacking). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.